Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt) was confirmed. Upon evaluation, there was an open pulse wire inside the cable connecting the front therapy electrode and ECG electrode a. The cause of the constant alarms is the damaged wire. The root cause of the damaged wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms prompting the patient to check the belt.